Manufacturer narrative:
The t:slim g4 cartridge user guide states: make sure that insulin is at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. The customer experienced an elevated bg level of 282 mg/dl. The customer took a correction bolus via the pump to stabilize bg level. The customer changed the infusion set site prior to contacting tandem technical support. A system check was performed with tandem technical support, that indicated the pump was functioning as intended. In addition, the customer reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process prior to calling tandem technical support. Reportedly, the customer had filled the cartridge with cold insulin. The customer was advised to load insulin at room temperature and reload a cartridge and the issue was resolved.